Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 0.5ml 31gx6mm u-100 insulin syringe experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328520 batch no. 9189626. Verbatim: consumer reported needle hub separated and stayed in the shield before injection. Consumer does not re-use. Date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/29/2020. H.6. Investigation: customer returned (1) loose 1/2cc syringe. Customer states that the needle hub separated into needle shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch#: 9189626. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200835033, 200831756] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: a quality notification (zm) #: 200831756 was created for failed shield pull test. Root cause per l2l dispatch was debris in the shield carrier dial. Corrective action: l2l dispatch was created for failed shield pull where debris was removed from shield carriers and slides were oiled.

Event description:
It was reported that the 0.5ml 31gx6mm u-100 insulin syringe experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328520, batch no. 9189626. Consumer reported needle hub separated and stayed in the shield before injection. Consumer does not re-use. Date of event: unknown.

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of 27 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9189626. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200835033, 200831756] noted for out of spec shield pull.

Event description:
It was reported that the 0.5ml 31gx6mm u-100 insulin syringe experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328520 batch no. 9189626. Verbatim: consumer reported needle hub separated and stayed in the shield before injection. Consumer does not re-use. Date of event: unknown.